Manufacturer narrative:
Concomitant medical products: product ID: cmrm6133eu absorbable antibacterial envelope, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection post implant of an implantable pulse generator (ipg) system with the addition of an absorbable antibacterial envelope. The patient's wound had a slight discharge and odor which led to hospitalization and blood cultures. It was noted that after performing a transesophageal echocardiogram, there was evidence of vegetation. The ipg system was explanted and will be replaced at a later date. The absorbable envelope was already decomposed. No further patient complications have been reported as a result of this event.